Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a giant hiatal hernia procedure, the suture detached from the needle. To correct this condition, another reload was opened and used for the case. The patient is fine. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. From the four devices only two needles were received with the device. No sheering on the toggle switches was observed under microscopic inspection for the device. No witness marks from the needle tip impacting the beveled wall were observed on the instrument. The instrument was loaded with the received sealed needles and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.